Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health care professional reported right side deflation. The device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
A device analysis of the returned device identified, opening curved on posterior (patch shell bond edge) and crease flat. Leak test and microscopic analysis was performed which identified, sharp opening on posterior (patch shell bond edge), yellow particle inner device. And observed, void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp opening on posterior (patch shell bond edge) assessed, as an unidentified (tear) opening.

Event description:
Health care professional reported, right side deflation. The device was explanted.